Event description:
Mcaleese t, ahmed a, berney m, o'riordan r, cleary m. Kocuria rhizophila prosthetic hip joint infection. J surg case rep. 2023 aug 29;2023(8):rjad484. Doi: 10.1093/jscr/rjad484. Pmid: 37662443; pmcid: pmc10469548. Objective/methods/study data: this case adds to an emerging body of literature describing invasive infections associated with kocuria species. We have demonstrated the effectiveness of managing this condition with debridement, implantretention, and IV vancomycin therapy for 12weeks. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip acetabular liner poly, and unknown hip femoral head ceramic. Concomitants involved are the unknown hip femoral. Stem corail and unknown hip acetabular cup pinnacle. Adverse event(s) and provided interventions unknown hip acetabular liner poly (qty 1), and unknown hip femoral head ceramic (qty 1). This case study describes a 74 year old male significant erythema, swelling, and tenderness over his right hip wound 6 weeks after his primary tha. This was associated with difficulty weightbearing on the operative side due to discomfort. He underwent a debridement and washout with revision of the head and liner. He was diagnosed with a kocuria rhizophila infection and treated with IV antibiotics. He recovered within 12 weeks.

Manufacturer narrative:
Product complaint #: (B)(4). Mcaleese t, ahmed a, berney m, o'riordan r, cleary m. Kocuria rhizophila prosthetic hip joint infection. J surg case rep. 2023 aug 29;2023(8):rjad484. Doi: 10.1093/jscr/rjad484. Pmid: 37662443; pmcid: pmc10469548. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.